Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer received a battery cap damage notification. Troubleshooting was performed and found that the battery cap metal contact was missing, or few than 3 raised dots could be seen. A spare battery cap will be provided to the customer. No harm requiring medical intervention was reported. The customer will discontinue using the device and revert to the backup plan until a new battery cap arrived. The product will not be returned for analysis.